Event description:
It was reported that it was very difficult and uncomfortable in posture for the pt to recharge their implantable neurostimulator (ins). Pt education was performed. The pt was hospitalized for pocket revision. The pt recovered without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed.

Manufacturer narrative:
.